Event description:
It was reported that a message from the patients remote was indicating end of battery life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.